Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, 99% stenosed, de novo, concentric lesion in the mid left anterior descending artery. The 1.20x6 mm tenku rx balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation; however, during the first inflation the balloon ruptured at 10 atmospheres (atm)/15 seconds. A 2.0mm tenku bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.